Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (03/23/2017) - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges was in a lot of pain and had difficulty lifting leg/mobility limitations. Left hip revised for "heterotopic bone and recalled left total hip replacement"--the patient "wished to have the entire hip replaced due to the metal-on-metal problems...insisted upon having all of the old hardware removed" even though this was not the revising surgeon's recommendation. Operatively, the revising surgeon identified the heterotopic ossification, "the majority was anterior and superior" of the hip joint and greater trochanter. Stem and cup were well fixed, but removed per patient's request and concerns about the "recall." No effusion, metallosis, trunnionosis, osteolysis, or pseudotumor identified by surgeon. The primary index operative record does indicate that a pinnacle cup with metal liner was implanted, but no specific prod/lot information is currently available for reported products. Because of the elective nature for the removal of acetabular shell and femoral stem per patient's request, these will not be reported. Poor joint mechanics: other added to the complaint to address the heterotopic ossification. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from metal on metal issues.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.